Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not boot up. Hard drive was reconfigured and software reloaded/updated to resolve issue. (B)(4).

Event description:
It was reported the programmer will not fully boot up; display does not progress past the initial screen. The programmer was returned for repair. There was no patient involvement.